Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states the device had gone into threshold suspend. The customer's blood glucose reading was between 85mg/dl to 90mg/dl, and their sensor reading was 55mg/dl. Troubleshoot was conducted. The sensor cannula was noted to be bent. The customer was advised the sensor would be replaced and returned for analysis.